Manufacturer narrative:
Additional information d9, g3, h2, h3, h6. An 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the distal seal. A corrective action was initiated to address the failure mode of this introducer leak.

Event description:
During the atrial fibrillation procedure, air was found to be mixed in when blood was aspirated from the hemostatic valve after the introducer was inserted into the vessel. There were no abnormalities noted during the priming process. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
UDI information(d4) and 510k(g3) are not provided as this product (model g407371) is only marketed outside of the us and is therefore not referenced in the gudid database.